Event description:
On (B) (6) 2010, pt reported she has been experiencing elevated readings up to the 300 mg/dl range for the past 6-8 weeks. Pt's normal blood glucose is around 150 mg/dl. Pt stated she recently switched types of infusion sets and has noticed the elevated readings since the switch. Pt reported she is bolusing to bring the readings down. Pt states she had not received any error messages. Pt reported she may have missed some boluses but not enough to cause the elevated readings. Had pt disconnect infusion tubing from the infusion site and prime; was able to get insulin to drip from the tubing. Pt stated she changes the insulin cartridge every 7-8 days along with the infusion tubing. Advised pt to change infusion tubing every 6 days. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.